Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer was failed to open and it was not detected on bus. The field service engineer (fse) found the tower door unable to open due to IV bags exerting excessive pressure against it. The fse repositioned the bags to relieve the pressure, which restored proper latch functionality. Diagnostics were performed, and the fse verified correct operation through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawer cailed, did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.